Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), kidney infection ('infection (bladder/ urinary tract/vaginal) type: kidney infections') and genital haemorrhage ('irregular bleeding\bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute laryngitis, penicillin allergy, allergic reaction to analgesics, anemia and adenomyosis. Concurrent conditions included right upper quadrant pain, ectopic pregnancy (2004), dysfunctional uterine bleeding, menstrual disorder, cholecystectomy, bleeding intermenstrual, menstruation irregular, excessive menstruation and uterine fibroids. Concomitant products included bupropion hydrochloride (wellbutrin), citalopram, citalopram hydrobromide (celexa), ibuprofen, iron and magnesium. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), neuralgia ("neurological conditions or problems type: nerve pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced kidney infection (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("mid back pain"), menstruation irregular ("irregular bleeding") and lip swelling ("allergic or hypersensitivity reaction type: lips swelling"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage and nausea had resolved, the kidney infection, abdominal pain, back pain, menstruation irregular, lip swelling, female sexual dysfunction, acne, migraine, neuralgia, dyspareunia, fatigue and alopecia outcome was unknown and the headache was resolving. The reporter considered abdominal pain, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, kidney infection, lip swelling, menorrhagia, menstruation irregular, migraine, nausea, neuralgia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the need for additional surgery. The plantiff claims that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: 1. Fallopian tube closure devices. 2. Otherwise, unremarkable pelvic sonogram. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : migraine, headaches, menorrhagia, pain in mid back, abdominal pain, cramping. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received : new event " irregular bleeding" was added. Patient's information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), kidney infection ('infection (bladder/ urinary tract/vaginal) type: kidney infections') and genital haemorrhage ('irregular bleeding\bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute laryngitis, penicillin allergy, allergic reaction to analgesics, anemia and adenomyosis. Concurrent conditions included right upper quadrant pain, ectopic pregnancy (2004), dysfunctional uterine bleeding, menstrual disorder, cholecystectomy, bleeding intermenstrual, menstruation irregular, excessive menstruation and uterine fibroids. Concomitant products included bupropion hydrochloride (wellbutrin), citalopram, citalopram hydrobromide (celexa), ibuprofen, iron and magnesium. On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), neuralgia ("neurological conditions or problems type: nerve pain"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In may 2015, the patient experienced kidney infection (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In june 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), lip swelling ("allergic or hypersensitivity reaction type: lips swelling"), abdominal pain ("abdominal pain") and back pain ("mid back pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, nausea and dysmenorrhoea had resolved, the kidney infection, lip swelling, female sexual dysfunction, acne, migraine, neuralgia, dyspareunia, fatigue, alopecia, abdominal pain and back pain outcome was unknown and the headache was resolving. The reporter considered abdominal pain, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, kidney infection, lip swelling, menorrhagia, migraine, nausea, neuralgia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the need for additional surgery the plantiff claims that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 07-jul-2014: total bilateral occlusion. Ultrasound pelvis - on 12-jun-2015: 1. Fallopian tube closure devices. 2. Otherwise, unremarkable pelvic sonogram. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : migraine, headaches, menorrhagia, pain in mid back, abdominal pain, cramping most recent follow-up information incorporated above includes: on 10-jun-2019: plaintiff fact sheet and medical records received : events added- vaginal haemorrhage, menorrhagia, lip swelling, kidney infection, female sexual dysfunction, acne, migraine, headache, nausea, neuralgia, dysmenorrhoea, dyspareunia, fatigue, alopecia, abdominal pain, back pain, genital haemorrhage . Outcome of events ¿vaginal haemorrhage, menorrhagia, genital bleeding, dysmenorrhoea, pelvic pain, nausea¿ updated to ¿recovered / resolved¿. Outcome of events ¿headache¿ updated to ¿recovering / resolving¿. Insertion and removal dates updated. Concomitant products, lab details, medical history and concurrent conditions added. Reporter information, patient details, product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), kidney infection ('infection (bladder/ urinary tract/vaginal) type: kidney infections') and genital haemorrhage ('irregular bleeding\bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included acute laryngitis, penicillin allergy, allergic reaction to analgesics, anemia and adenomyosis. Concurrent conditions included right upper quadrant pain, ectopic pregnancy (2004), dysfunctional uterine bleeding, menstrual disorder, cholecystectomy, bleeding intermenstrual, menstruation irregular, excessive menstruation and uterine fibroids. Concomitant products included bupropion hydrochloride (wellbutrin), citalopram, citalopram hydrobromide (celexa), ibuprofen, iron and magnesium. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), neuralgia ("neurological conditions or problems type: nerve pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and device expulsion ("other coil till this day has not been found anywhere in my body") and was found to have a high risk pregnancy ("high risk pregnancy due to not knowning where my coil were"). In (B)(6) 2015, the patient experienced kidney infection (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("mid back pain"), menstruation irregular ("irregular bleeding") and lip swelling ("allergic or hypersensitivity reaction type: lips swelling") and was found to have a pregnancy with contraceptive device ("pregnant/e-baby"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage and nausea had resolved, the kidney infection, abdominal pain, back pain, menstruation irregular, lip swelling, female sexual dysfunction, acne, migraine, neuralgia, dyspareunia, fatigue, alopecia, pregnancy with contraceptive device, device expulsion and high risk pregnancy outcome was unknown and the headache was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, acne, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, high risk pregnancy, kidney infection, lip swelling, menorrhagia, menstruation irregular, migraine, nausea, neuralgia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the need for additional surgery. The plantiff claims that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: 1. Fallopian tube closure devices. 2. Otherwise, unremarkable pelvic sonogram. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : migraine, headaches, menorrhagia, pain in mid back, abdominal pain, cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), kidney infection ('infection (bladder/ urinary tract/vaginal) type: kidney infections') and genital haemorrhage ('irregular bleeding\bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included acute laryngitis, penicillin allergy, allergic reaction to analgesics, anemia and adenomyosis. Concurrent conditions included right upper quadrant pain, ectopic pregnancy (2004), dysfunctional uterine bleeding, menstrual disorder, cholecystectomy, bleeding intermenstrual, menstruation irregular, excessive menstruation and uterine fibroids. Concomitant products included bupropion hydrochloride (wellbutrin), citalopram, citalopram hydrobromide (celexa), ibuprofen, iron and magnesium. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), neuralgia ("neurological conditions or problems type: nerve pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and device expulsion ("other coil till this day has not been found anywhere in my body") and was found to have a high risk pregnancy ("high risk pregnancy due to not knowning where my coil were"). In (B)(6) 2015, the patient experienced kidney infection (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("mid back pain"), menstruation irregular ("irregular bleeding") and lip swelling ("allergic or hypersensitivity reaction type: lips swelling") and was found to have a pregnancy with contraceptive device ("pregnant/e-baby"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage and nausea had resolved, the kidney infection, abdominal pain, back pain, menstruation irregular, lip swelling, female sexual dysfunction, acne, migraine, neuralgia, dyspareunia, fatigue, alopecia, pregnancy with contraceptive device, device expulsion and high risk pregnancy outcome was unknown and the headache was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, acne, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, high risk pregnancy, kidney infection, lip swelling, menorrhagia, menstruation irregular, migraine, nausea, neuralgia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the need for additional surgery. The plantiff claims that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: 1. Fallopian tube closure devices. 2. Otherwise, unremarkable pelvic sonogram. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : migraine, headaches, menorrhagia, pain in mid back, abdominal pain, cramping. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events "pregnancy with contraceptive device, high risk pregnancy, device ineffective and device expulsion¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with essure device removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.